Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet device showed signs of melting. The customer believes the melting took place because of the actual contact of the plastic from the lancet device and the material from the mesh lining of the carrying case. No adverse event reported. Return of the suspect device was requested for evaluation.